Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Asr revision: asr xl acetabular system (right). Reason(s) for revision: pain. Update : products added as per claimsuite alert update 12 nov 2012. Mismatch of products - stem used is twinsys from mathys ortho, so cannot now be closed to cappa. Close to CAPA as per bob hastings, director research and mary stewart, principal engineer, as there is no indication that the competitor stem was at fault. Doi: (B)(6) 2006 ; dor: (B)(6) 2011 right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.